Event description:
Four patients had sputum cultures that recovered yersinia enterocolitica from (B)(6) 2024 through (B)(6) 2024. The organism grew on remel blood agar and remel macconkey agar. This is being entered at the request of the cdc (centers for disease control). Lot: 192515.